Event description:
It was reported that during a surgical procedure, the right atrial and right ventricular leads were damaged. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, implantable pulse generator, (B)(6) 2008; 5076-58, implantable pacing lead, (B)(6) 2008. (B)(4).